Manufacturer narrative:
(B)(4). The reported field event of an unspecified anomaly was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found. The cause of the reported anomaly could not be determined.

Event description:
It was reported that the device was explanted and replaced due to an unspecified anomaly. No further information.